Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial analysis, an air cushion was observed between the airside and middle layers of the triple layer membrane of the returned blood pump. The pump was disassembled for evaluation and a leak was located in the airside layer of the membrane. Additionally, abrasion (graphite agglomerates) was detected in the interstices between the triple layer membrane. The middle and blood-side layer showed no defects. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the air-side layer of the membrane. The cause of the failure was most likely the diminished graphite coating which may have resulted in abrasion of the membrane over time. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2016 (54 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump was returned to the manufacturer for evaluation. Preliminary visual inspection of the blood pump confirmed an air cushion between the membrane layers, which indicates a defect of the air-side layer of the membrane. Detailed evaluation of the returned product is currently ongoing.

Event description:
The manufacturer,berlin heart gmbh, was informed of an incomplete emptying of the right excor blood pump of a patient supported in bivad configuration. The clinic observed an air-cushion between the membrane layers and suspected a defect of the airside layer of the triple-layer membrane of the blood pump. Trained personnel at the clinic replaced the affected blood pump. There was no harm to the patient and the patient tolerated the exchange with no untoward effect. The patient is currently doing well.